Event description:
A caller reported receiving a minimum fill notification while attempting to load a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to clean the pneumatic tap area on the pump using an alcohol wipe or lint-free cloth, but reloading the same cartridge did not resolve the issue. Customer support then guided the caller through loading a new cartridge onto the pump, which successfully resolved the problem, allowing the customer to resume insulin use.